Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3: the sample is under evaluation by manufacturing site.

Event description:
Upon investigation for (B)(4) an additional fast-fix 360 was returned and it was determined the t2 was missing the tip. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1219602-2024-02801. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.